Event description:
Event 1 [date redacted]: after placement into the patient, the ivus [intravascular ultrasound] catheter displayed a black screen (no image). The catheter was removed and replaced with no harm to the patient. Event 2 [date redacted]: the ivu catheter wasn't recognized by the console during prep of the catheter. The catheter was removed, and the md opted not to use another. Manufacturer response for opticross ivus hd 60mhz catheter, 3.0f x135cm guide catheter compatible, opticross ivus hd 60mhz catheter, 3.0f x135cm guide catheter compatible (per site reporter). Mfg [manufacturer] notified by site.